Event description:
Physician was trying to remove hem-o-lok out of trocar. A screw that dislodged partly was preventing hem-o-lok from removing out of pt. Dr smith had to twist and pull for approx 10 minutes to remove hem-o-lok from pt. This was the first time we ever had a problem with a pin coming out in a hem-o-lok applier. The pin pushed out of the jaws of the applier and could not be manipulated back through the sheath. The whole sheath was removed from the pt and another one was used. The procedure was completed without any issues. Diagnosis or reason for use: endoscopic examination. Event reappeared after reintroduction? No.